Event description:
On (B)(6) 2013, epimed's qa department was notified of an event that had occurred on (B)(6) 2013, involving epimed's flexible introducer cannula (fic), (cat # 135-1735). During removal of the fic and catheter together, the physician (B)(6) noticed a slight traction/drag. Dr (B)(6) then slowly continued to pull and noticed the fic cannula stretch and the last distal tip broke off within the pt. A neurosurgeon was consulted and the fic's distal tip was successfully removed from the pt with no adverse effect.